Event description:
Discordant, falsely elevated mean corpuscular volume (mcv) and hematocrit (hct) results were obtained on 25 patient samples on an advia 2120 with dual aspirate autosampler instrument. The discordant results were reported to the physicians. One physician questioned the discordant mcv result. The customer then discovered that the controls were out of range high for mcv. The customer cleaned the red blood cell (rbc) flowcell and repeated the controls and 25 patient samples on the same instrument and the results were as expected. The corrected mcv and hct results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mcv or hct results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that mcv results drifted higher on patient samples and that controls were out of range high for mcv. The customer resolved the issue with the discrepant high mcv and hct values by cleaning the rbc flowcell. The customer then ran all three levels of control, which were all within specifications. The customer then repeated the 25 discrepant patient samples for mcv and hct, which resulted as expected. Service was dispatched to the customer site and they confirmed that the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.